Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va03y4u, implanted: (B)(6) 2012, explanted: (B)(6) 2020 product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 16-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the physician attempted to explant the lead and the ins. The lead broke during explant and the electrodes remain in the patient. The physician used a lateral view x-ray intra-op to identify the lead. The lead had significantly migrated. The physician did not feel it was safe to pursue explant/retrieve due to the depth of electrodes.